Event description:
Complainant alleged that the device failed to charge and displayed "defib fault 72" and "pacer fault 116" messages. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed and attributed to a faulty insulated gate bi-polar transistor on the bridge board.